Event description:
Additional information later received reported the patient experienced increased tone on (B)(6) 2014. The patient also experienced symptoms of leg spasms, kicking, irritable, and itching. Side port access was normal with free flowing cerebrospinal fluid (csf). During surgery, it was noted that there were multiple places the catheter was leaking. No catheter segments were left in the intrathecal space.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed catheter body hole caused by deep abrasion, pump connector user related hole. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID 8709 (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2014 product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-feb-20 indicated that in (B)(6) 2014 the patient had catheter issues and the patient went into withdrawal. It was noted that the pump and catheter were changed/replaced in (B)(6) 2014. The pump was changed from a 20ml pump to a 40ml pump. It was indicated that nothing was found wrong with the catheter or the pump. There were a couple dye studies and they showed nothing. A few side port access tests were done and one showed it was not working. The catheter was replaced when the pump was replaced. It was again stated that the catheter showed nothing was wrong with it. The drug dose and concentration and also the brand of baclofen was not known. No further complications were reported/anticipated.

Event description:
A catheter break in the distal segment of the patient¿s catheter was discovered, and as a result, the catheter was explanted and replaced on (B)(6) 2014. Unspecified troubleshooting had been performed. Also at the time of the catheter replacement, the 20 ml pump was explanted and replaced with a 40 ml pump. The patient had experienced underdose symptoms. The patient status at the time of the report was indicated as alive, no injury. The patient recovered without sequela. The pump was noted to be delivering baclofen. It was unclear what type of baclofen the pump delivered.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.